Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/19/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8400pr powerrasp was connected to the handpiece, it could not be connected properly, and when it was disconnected, the product was damaged, and the damaged part remained inside the handpiece. The damaged part was removed from the handpiece. This case was completed by using another product of same product number. No patient harms.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error, as the device was improperly inserted into the handpiece, causing the plastic tab mates to not correctly engage with the handpiece slot.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error, as the device was improperly inserted into the handpiece, causing the plastic tab mates to not correctly engage with the handpiece slot.